Event description:
It was reported the patient has memory problems. The pump was removed months after implant which was in 2007 or 2008. The pump was removed due to a staph infection. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type catheter. (B)(4).